Manufacturer narrative:
Device evaluation: the device was returned for investigation, in new conditions, with its original packaging. Leak test: samples were tested using a syringe with colored water. Results: during the test, leak was found between filter and tube, only one sample. The complaint is confirmed. Root cause is lack of solvent by not following manufacturing procedure and traced to manufacturing process. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the manufacturing procedure, by quality engineer on 07/sep/2021.

Event description:
It was reported the extension set is leaking at the height of the filter. Leak was detected during infusion of the medication of patient. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Fourteen samples were received for evaluation. The samples were received in new condition with its original packaging. During functional testing, a syringe was filled with colored water. During the test, leak was found between filter and tube, only one sample. The complaint is confirmed. Root cause is lack of solvent by not following procedure. An awareness notification was made to production personnel in order to explain the importance to adherence or following the procedure.